Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported "on (B)(6) 2023, at 15:00 p.m., the patient needed to have a PICC placed in preparation for chemotherapy, and a catheter interruption and leakage was noted during pre-filling prior to placement, which was randomly replaced with the same catheter for placement." No other information was provided.

Event description:
It was reported "on (B)(6) 2023, at 15:00 p.m, the patient needed to have a PICC placed in preparation for chemotherapy, and a catheter interruption and leakage was noted during pre-filling prior to placement, which was randomly replaced with the same catheter for placement." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking groshong catheter is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed a groshong being flushed with a clear liquid. While a leak could be seen in the catheter tubing of the sample in the returned video, no details of the damage could be discerned. No use residues were observed on the sample in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.